Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred, the 90% stenosed lesion was located in the calcified and severly tortuous mid left anterior diagonal (lad). Following deployment of another manufacturer's stent, the quantum maverick balloon was inflated to 16 atms on the first inflation. On the second inflation, the balloon ruptured at 12 atms. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good."